Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the force bipolar instrument¿s joint was caught on the edge of the cannula and the instrument could not be taken out. The customer pulled out the cannula along with the instrument. No fragment fell into the patient. The customer used a backup instrument. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter (da vinci coordinator) and obtained additional information: the instrument was inspected prior to use and no damages were noted. The instrument did not collide with any other instruments or any other hard material during the surgical procedure. The instrument¿s wrist was not straightened prior to removal. The tissue stuck on the wrist of the instrument was planned to be removed as a part of the procedure. The instrument¿s jaws were not stuck on the tissue at the time of the event. There was no unexpected bleeding or tissue damage occurred due to this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. The instrument was installed and removed from the system without any issues. The grip tips did not get caught on the cannula during removal from the system. Additional observation not reported by site: the instrument was found to have mechanical indentations/burrs at the base of the grip tips. No material appears to be missing. The root cause of mechanical indentations/burrs instrument grips -tips is typically attributed to mishandling, such as collisions with other instruments or sharp objects. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the force bipolar instrument (part number: 471405-06, lot number: k13211122-0115) associated with this event has been performed. Per logs, the instrument was last used on jan-18-2022 on system sk3089. The instrument was used for 10 minutes. The instrument had 10 uses remaining out of 12 maximum tool uses. Review of the provided image is consistent with the alleged complaint (bent joint). In addition, bio debris/tissues were noted to be stuck at the wrist of the instrument and there is also some carbonized tissue on the jaws of the instrument. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the grip tip sticking out/jaw dislodged. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system.